Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been experiencing low blood glucose at night since (B)(6) 2015. The customer stated that his blood glucose dropped to 27 mg/dl the morning of the call and the paramedics had to go and wake him up. He was treated with food and glucose shot. Blood glucose when the ambulance left was 167 mg/dl; current reading was 132 mg/dl. He also had an incident on (B)(6) 2015 where he was out driving around and does not remember. The drive support cap is normal. Last set change was on (B)(6) 2015 and he was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as the status screen. The customer used the insulin pump during a cat scan on (B)(6). The device passed the displacement test. It was found that the date was incorrect and there was not fill cannula set up. He also mentioned the doctor has been making adjustments to night settings but issue has not been resolved yet. Customer was advised to monitor the device.